Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: linear st lead kit 70 cm, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 18065108/ 17242140.

Event description:
It was reported that the patient stopped using the stimulator due to inadequate stimulation. The patient underwent an scs explant procedure. No device malfunction was suspected. The explanted components will not be returned.